Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. The insulin pump alarmed failed self-test repeatedly at 10 a.m. Every morning and he could no longer reset the insulin pump. Customer's blood glucose level was not reported. The insulin pump was not responsive. The device was not returned.